Event description:
Patient's daughter called to report product issues with the dexcom g7 sensor device. Reporter stated that in general the device is hard to apply and although the instructions say to press down on the button, one must push very hard and if not pushed hard enough the applicator doesn't release. Reporter stated that today's sensor was completely defective and the last sensor she used was very difficult to apply. Reporter stated she can help her mom apply these sensors but doesn't think her mother would be able to apply them without help. Reporter also stated that she believes these devices cause a lot of medical waste needing to be switched out every 7 days. Reference report mw5160993.